Event description:
It was reported that during a lap esophagectomy procedure, the device was activated by itself without the surgeon pushing on the activation button. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4): added additional information. The instrument was received with the shroud slightly open where the cable enters. The instrument was tested with the gen11 and it was found that if shaken the instrument would inadvertently activate. The instrument was disassembled and it was noted that the internal activation wires had the insulation damaged, which exposed the wires. This enabled contact with the activation switch line. The generator interpreted this as a button press which resulted in intermittent activation.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.